Event description:
It was reported the glenoid sizer handle had split and would not hold the sizer into the handle. The surgery was successfully completed with the device. The device broke at the end of the procedure. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g4; g6; h1; h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgical procedure, the tip of a reamer split at the top edge, resulting in improper reaming. The event was identified intra-operatively during reaming on a subsequent use of the device; the procedure was completed, and the device fractured at the end of the procedure. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. The tip of the stepped cutting head has also cracked. Visual examination of the returned product identified signs of use as well as wear and tear. The shaft of the reamer has rotational scratches on it from use. There are also scratches on the edges of the flange for the cutting head. Confirmed all product identifiers and notes of the print. The device has a possible field age of 2+ years. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: foreign - the event occurred in canada. H6: proposed code: mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the modular center post reamer tip split while following the correct surgical technique and would no longer ream properly. No complications, injuries, or surgical interventions were reported, and no foreign bodies were reported retained due to this malfunction. Attempts have been made, and no further information has been provided.